Manufacturer narrative:
The patient experienced peritonitis in the beginning of (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized and later discharged for the event. On unreported dates, the patient began treatment with ¿iespor vial¿ and an unknown antibiotic (doses, frequencies and routes were not reported) and at the time of this report, the treatments were ongoing. On an unreported date the patient was recovered from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.